Event description:
It was reported that the patient had an ams 700 implanted approximately four years ago and has recently experienced pain with his implant, specifically in the area where reservoir had been implanted. The doctor feared that reservoir had herniated from its original placement area. The doctor confirmed this during surgery and ultimately removed the entire ipp and replaced it with ams ambicor penile prosthesis. There were no known complications during surgery.